Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: australia. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as hospital discarded the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after the surgeon had deployed the implant into the patient's bone and placed tension on the sutures, the sutures fractured from the implant. The implant was retained by the patient and there are no further plans for a revision surgery to remove the foreign body from the patient. The procedure was completed with another device.